Manufacturer narrative:
H6 - component code 515 (stent) updated. H6 - investigation findings code 3221 (no findings available) updated. H6 - investigation findings code 3221 (no findings available) updated. H6 - investigation conclusions code 4315 (cause not established) updated.

Manufacturer narrative:
Revised h6: revised health effect - clinical code. Revised investigation findings code 213: no device problem found. A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium apl, which in covalently bound to the device surface and is essentially/non-eluting.

Event description:
The following was reported to gore: a gore® viabahn® vbx balloon expandable endoprosthesis (vbx) device was intended for use in the hepatic artery. On an unknown exact date in (B)(6) 2019, a vbx device was placed in the hepatic artery to treat an aneurysm. On (B)(6) 2020. The patient presented to clinic for routine follow up which revealed aneurysm sac is thrombosed indication: common hepatic artery stent graft fracture/endoleak. On (B)(6) 2021, the patient presented to clinic for routine follow up which revealed a small endoleak and possible stent fracture as compared to his prior computed tomography angiography (cta). Denies abdominal/back pain. Aneurysm sac not discretely visible, endoleak greater than prior study in 2019 and minimally larger than 2020. There is no report from the patient of any trauma to the abdomen. The patient has a scheduled revision to reline the vbx device with an additional vbx device on (B)(6) 2021. On (B)(6) 2021, the patient presented to the clinic for a follow up and had an arteriogram performed. After the arteriogram was performed, it confirmed that there was not a stent fracture. However, it did confirm a small endo leak. The physician successfully to relined the previously implanted vbx device with an additional vbx device. The patient did not experience any adverse consequences.